Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode was associated with a system infection. The patient was administered antibiotics which resolved the infection. The electrode remains in service and there were no additional adverse patient effects reported.